Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a possible loss of atrial capture noted on stored data, and the device appeared to be over/undersensing on the right atrial (ra) lead. The p wave measurement was 1.6 millivolts, and the right atrial lead sensitivity was programmed at 0.45 millivolts, which was consistent with historical values. The present rhythm showed ventricular sensing at approximately 77-100 beats per minute, with possible atrial undersensing noted at times with potential for loss of p waves due to patients hyperthermia. The lead remains in use. No patient complications have been reported as a result of this event.